Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) reported failure of error 23008 was confirmed. The error pointing towards the axis 6/gimbal pitch was reproduced during sine cycle. The axis 6 potentiometer board will be replaced as a fix. This failure mode is attributed to component failure. The complaint regarding an error message/fault was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, an error 23008 occurred on the system. The customer recovered the fault, but the error reappeared after several minutes. The customer received phone guidance from the technical service engineer (tse). The tse recommended the caller to try to hard power cycle the system, but the issue persisted. The master tool manipulator (mtm) could not control any patient surgical manipulator (psm). The customer converted the procedure to a laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to a traditional laparoscopic procedure due to a system down. Due to patient privacy, the customer was unable to provide any additional information regarding the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error message/fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error 23008. The error points to axis 6 on the master tool manipulator (mtm). The fse replaced the mtm. The system was tested and verified as ready for use. The complaint regarding an error message/fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the mtm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a repeated recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.